Manufacturer narrative:
(B)(4). Initial reporter phone number: (B)(6). Contact office phone number: (B)(4).

Event description:
According to the reporter, the user took the stapler and did a pre-op trial with a cartridge; they then changed the cartridge and it did not work well. The staples did not all apply properly. The surgeon mentioned that tissue was too thick, missing length. The surgeon completed surgery with horizon clip. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led, an evaluation of one device opened by the account. This evaluation was based on a medical/technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The device was received without a single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. In addition, there was no significant damage observed upon inspection of the instrument components. The pmv representative sulu was loaded into the instrument and applied to test media. The staple line was properly formed. Visual and functional testing of the returned product confirmed the product met quality release specifications and the reported condition was not confirmed. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.